Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 07, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date), d9 (updated device availability), g3 (date received by manufacturer) , g6 (indication that this is a follow-up report) , h2 (follow-up due to additional information) , h3 (updated device evaluated by manufacturer), h4 (device manufacture date), h6 (identification of evaluation codes 3331, 4114, 3236, 4308). The affected samples were not returned; however, photos were provided that showed slight wear on the outer boxes. Without the returned samples, a thorough investigation could not be performed, and a definitive root cause could not be determined. All capiox units are 100% visually inspected during and after packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during other non-clinical activity, box was discolored and smelled like smoke. The box remained on the loading dock and were never delivered to the operating room. No patient involvement.